Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's muffler assembly was replaced to address the issue. Additionally, during the evaluation of the device at the manufacturer's service center, the silver frame around the power button was missing. The device's vanity cover assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that during a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's muffler assembly was replaced to address the issue. The muffler assembly was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The component was visually inspected, and no obvious defects were noted. The component was tested, and no errors were generated. The component was tested and passed all testing. The pil technician concludes the component works as designed.